Event description:
It was reported that the disposable alarm function was defective. The attached backflow plug is not recognized. There was no patient involvement.

Manufacturer narrative:
E1 phone number:(B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The microswitch was bent. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.